Event description:
The hearing aid user reported drainage from both ears. The hearing aid specialist examined the user's ears with a video otoscope and confirmed a whitish discharge in both ears. The hearing aid specialist referred the user to his physician. The physician prescribed anti-biotics to treat the ear infections.